Manufacturer narrative:
(B)(4) applies to the mesh pouch. (B)(4) apply to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-11. It was reported that the patient was having surgery on (B)(6) 2017 to have the pump moved from one side to the other side. The mesh had come undone inside the patient. The patient stated that the pump literally sticks out when he was bending down or sitting. It hurt very much. The previous healthcare provider (hcp) put in writing that if the pump goes empty, the patient would go into seizures and convulsions. It would cause death if the patient was without the drug. It was reviewed that the pump would not break open if it was loose in the pocket. The patient requested to know if he should have the pump replaced when they moved the pocket since he would be in surgery. The patient stated the hcp was very difficult to speak with. The patient asked if the pump medications could be weaned and if he could have an implantable neurostimulator implanted instead. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8590-1, product type: accessory.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine at an unknown dose and concentration and dilaudid at an unknown dose and concentration via an implantable pump for chronic low back pain. It was reported that the patient would have to have surgery because his mesh pouch had torn and it needed to be fixed. The event occurred in 2016, however an exact date was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.